Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.1, repeat result was 9.2. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.4, repeat result was 9.6. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.5, repeat result was 9.5. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.5, repeat result was 9.6. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.7, repeat result was 9.8. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.5, repeat result was 9.9. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.6, repeat result was 9.8. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.6, repeat result was 9.8. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.7, repeat result was 10.0. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.3, repeat result was 9.4. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.7, repeat result was 9.9. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.7, repeat result was 9.9. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.2, repeat result was 9.3. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.

Event description:
The user stated a physician said patient calcium results were low for two days for about 20-30 samples. The user stated she reran calcium samples and the results were 1.0-1.5 mg per dl higher. The user provided data for 14 patient samples originally tested on (B)(6) 2009 and repeated on (B)(6) 2009 after the assay was recalibrated. All results are in mg per dl. Initial result was 8.5, repeat result was 9.7. The initial results were reported. The user stated she discussed the issue with the physicians and the patients were not treated. The user stated the issue was caused by the calibration that was performed on (B)(6) 2009 and was corrected by the recalibration on (B)(6) 2009. The user refused a service visit.